Manufacturer narrative:
Previous emdr submission noted fibrosis (e2313) as a serious injury. Upon further review, this event is not a serious injury.

Event description:
Via article, "bleb complications after xen gel stent implantation linked to mitomycin c (mmc)" noted a patient was implanted with a xen gel stent with mmc. Two bleb needlings with mmc were performed about 8 and 9 months after implantation respectively. Patient continued to have persistent elevated intraocular pressures and underwent a baerveldt tube shunt implantation at 1 year xen post op. Following the surgery, patient developed xen exposure and subsequent endophthalmitis. Intravitreal antibiotic injections were carried out along with a pars plana vitrectomy and xen stent removal. A year after the episode, patient underwent descemet stripping automated endothelial keratoplasty (dsaek). About one and a half years later, patient presented with baerveldt tube erosion and surrounding scleral melt in the area of the tube, bcva acuity at presentation was 2 fingers at 2 feet and iop was 0mmhg. Patient was started on topical difluprednate and moxifloxacin 4 times daily. Patient later had the tube shunt removed with a scleral patch graft over the area of uveal exposure. Postoperative, the difluprednate was switched to topical prednisolone 4 times daily in the affected eye. There had not been a recurrence of the melt at the 12 month post op visit. Bcva was hand motion in the affected eye with iop of 3mmhg. This is the same article reported under abbvie patient identifier (B)(6).

Event description:
Via article, "bleb complications after xen gel stent implantation linked to mitomycin c (mmc)" noted a patient was implanted with a xen gel stent with mmc. Two bleb needlings with mmc were performed about 8 and 9 months after implantation respectively. Patient continued to have persistent elevated intraocular pressures and underwent a baerveldt tube shunt implantation at 1 year xen post op. Following the surgery, patient developed xen exposure and subsequent endophthalmitis. Intravitreal antibiotic injections were carried out along with a pars plana vitrectomy and xen stent removal. A year after the episode, patient underwent descemet stripping automated endothelial keratoplasty (dsaek). About one and a half years later, patient presented with baerveldt tube erosion and surrounding scleral melt in the area of the tube, bcva acuity at presentation was 2 fingers at 2 feet and iop was 0mmhg. Patient was started on topical difluprednate and moxifloxacin 4 times daily. Patient later had the tube shunt removed with a scleral patch graft over the area of uveal exposure. Postoperative, the difluprednate was switched to topical prednisolone 4 times daily in the affected eye. There had not been a recurrence of the melt at the 12 month post op visit. Bcva was hand motion in the affected eye with iop of 3mmhg. This is the same article reported under abbvie patient identifier (B)(6).

Manufacturer narrative:
Article citation: brown, meghan m, et al. ¿bleb complications after xen gel stent implantation linked to mitomycin c (mmc).¿ journal of glaucoma, 9 may 2025. Https://doi.org/10.1097/ijg.0000000000002588. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. The events are a known potential adverse event addressed in the product labeling.